Event description:
Eclipse homepump (model # e251750, lot # 0202617678) containing vancomycin 1.5 gram/0.9 percent sodium chloride 250 ml would not infuse even after device was left in place for almost 3 hours.